Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated that the patient was administered therapy for ventricular fibrillation (vf) episodes. The right ventricular (rv) lead was found to have occasional undersensing during recorded vf episodes. A follow up with the patient¿s healthcare provider yielded that the therapy was appropriate for the patient¿s symptoms. There was no undersensing observed when the patient was brought into the healthcare provider¿s clinic. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.